Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection: the dc (direct current) plug external housing and internal plastic insulation was melted. Benchtop analysis: the electrical fork (+19v output) and the ground barrel (gnd) were completely separated from the dc plug plastic overmold due to overheating and melting. Destructive analysis was performed. The ac-dc power supply¿s dc plug was cut off from its connecting cable for resistance measurements. The electrical connection between the dc plug +19v output and ground was then measured. Resistance was 256k. This indicates the electrical short inside the plug housing necessary to cause the observed damage had cleared due to overheating. Conclusion: confirmed customer complaint caused by power supply connector failure. Ac-dc power supply dc cable plug damage confirms catastrophic electrical short between +19v and ground inside the plug housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported power supply overheating. The power supply and connector were melted. The programmer was scrapped due to the damage. A replacement programmer was sent with a replacement power supply and radiofrequency head. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power supply overheated and was smoking at the connection to the programmer. A small flame was observed and the charger was hot at the connection to the programmer. The charger connection and port were melted; the side of the programmer was also melted. The power supply was unplugged from the outlet and the smoking stopped. The programmer is expected to be returned. There was no patient involvement. It was further reported that the programmer was returned for service.